Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The cause of the messages was the strained cable. The root cause for the strained cable was physical abuse. Device evaluation of charger/modem (B)(4) has been completed. The reported problem (charger unable to charge a battery) was confirmed. As received, the charger/modem was unable to charge a battery. Upon evaluation, the q1 and u13 components on the bedside board were thermally damaged. The cause of the inability to charge a battery is the damaged components. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective electrode belt or defective charger. Device manufacturer date: electrode belt: (B)(6) 2013. Charger: (B)(4).

Event description:
A us distributor returned an electrode belt and reported that a patient was receiving check belt messages. A us distributor returned a battery charger/modem and reported that the patient was experiencing a battery charger problem.